Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer was admitted to the hospital after experiencing hyperglycemia of 460-600 mg/dl, which she believed was caused by inaccurate insulin delivery. She was taken off the infusion device and treated with an insulin infusion. The infusion device was returned for evaluation, and no malfunction was identified. The delivery accuracy, occlusion limits, and alarm functions all meet product specifications.